Manufacturer narrative:
(B)(4). Date sent: 5/16/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? Unknown. Did the patient receive any preoperative chemotherapy or radiation? Unknown. Were there any issues experienced with the device in the initial surgical procedure? No issues during set up. What is the nurses experience with the device? Facility is familiar with device. Not sure on nurse in room that day. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? They dialed it down until firm. Then after 15 seconds , closed alittle further. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Were there any issues with device use/firing? No issues were seen or heard. What confirmation was received that the device completed the firing sequence? They looked at donuts. Both were complete. Was the green checkmark visible at the end of the firing? Yes. How many counter-clockwise revolutions of the adjusting knob were used to open the device? 2 turns. Was there any difficulty removing the device? None mentioned. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? If so, please describe. Yes. Complete donuts. Were there any issues noted with staple formation? If so, please describe the shape and location. (B)(6) said he visually inspected donuts, no bleeding seen intraoperative . What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. What is the current patient status? Patient was discharged.

Manufacturer narrative:
(B)(4) date sent 4/15/2024 d4 batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: 1. How was the post-op bleeding identified? Patient bleeding transanally 2. How was the bleeding controlled? Unknown 3. How much blood was lost (ml)? Unknown 4. Did the patient require a transfusion? Unknown 5. How was the bleeding addressed? Unknown 6. Where was the patient bleeding from? Transanally 7. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? No intraoperative issues, no bleeding, no leaks(bubbles) during procedure 8. Could you please clarify if there were any patient consequences? Dr just said they bled. Didn¿t say how much . 9. Did the post-operative care change based on the bleeding? Patient stayed in hospital an extra day this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that two days post op of a robotic sigmoidectomy procedure the patient developed an intraluminal bleed. Proctoscopy was done and there were no bubbles detected or bleeds detected at the time of the procedure.